Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the morning of (B)(6) 2025, the patient checked the cgm and it was 81 mg/dl. He went to verify the cgm reading using his testing kit but he started to feel unwell and told his wife he was about to seize. His wife was there when he was seizing and the manual bg showed his bg was 20 mg/dl. His wife administered glucagon and the patient recovered within a minute. When he recovered, he felt drained. The patient's brother-in-law called 911 and when ems arrived, the patient was up and stabilized with a bg of 84 mg/dl. The cgm value at that time was not known. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.